Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during a revision procedure, the slack on this right ventricular (rv) lead was removed. The physician attempted to reposition the lead but the helix would perform as expected. This rv lead was explanted and replaced. No additional adverse patient effects were reported.